Event description:
A customer contacted beckman coulter inc. (Bci) regarding an unidentified leak from hydropneumatic drawer in the synchron lx20 analyzer. Fluid was dripping from drawer onto floor underneath the analyzer. No injury was reported.

Manufacturer narrative:
A field service engineer (fse) went on-site and discovered the leak was coming from a valve and replaced cracked tubing.